Event description:
Journal reference: derost, et al. "Is dbs-stn appropriate to treat severe parkinson disease in an elderly population?" Neurology 2007; 68, 17; p 1345 - 1355. The article describes the results of a retrospective a study comparing the effects, safety and quality of life in parkinsons patients younger than 65 and those 65 and older being treated with bilateral deep brain stimulation of the stn. Patients were followed for up to 2 years after surgery. A number of patient complications were reported. Reportable event(s): a patient expired the night after the dbs lead placement surgery. Cause of death was retained as probable pulmonary embolism or myocardial infarction. CT scan did not reveal any evidence of intracerebral hemorrhage.